Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 14 events were reported for this quarter. Product return status: 14 devices were received for evaluation. Evaluation status: 9 events were confirmed during testing, - 3 devices were found to be affected by corrosion, - 6 devices were found to be affected by a lubrication problem, 5 device evaluations are in progress.         Product disposition: this device is not repairable and was not returned to the user facility.                 Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 14 malfunction events in which the device reportedly overheated; 13 events had no patient involvement; no patient impact; 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale: 5 previously reported events are included in this follow-up record. Product return status: 5 devices were received for evaluation.   Evaluation status: 3 reported events were confirmed during testing. 2 devices were found to be affected by corroded bearings 1 device was found to be affected by a lack of lubrication. 1 reported event was not confirmed during testing; however: 1 device was found to be affected by broken down lubrication. 1 reported event was not confirmed during testing; the device was found to be within specifications. 5 devices were not labeled for single-use. 5 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 14 </noe> malfunction events in which the device reportedly overheated. 13 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.